Event description:
It was reported that a pt underwent a sling procedure in 2007. At the post-operative examination on the following month, the pt was noted to have a once-centimeter vaginal mesh erosion. At the end of the month, the pt underwent excision of the exposed mesh and cystoscopy. The mesh erosion is resolved and the pt is still incontinent of urine. The surgeon opines that the cause of the mesh erosion was likely due to hypoestrogenic tissue with poor healing of the surgical incision. No further treatment is planned.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.